Event description:
The patient received a fingerstick at the anticoagulation clinic. A week later, during a return visit to the clinic, the patient reports that after the original visit he pulled a metal "splinter" out of his finger at the location of the previous fingerstick. He noticed that his finger continued to be painful which was unusual. He did not seek medical treatment and pain was relieved by removing the "splinter". The fingerstick was uneventful and there was no indication of a problem while the patient was in the office. After the visit I contacted roche to report issue. I informed staff of the issue. No other staff members have received complaints. Contacted roche to report problem and they would like to replace product. All supply with this lot # were removed from stock. This was an unexpected and unpreventable problem.